Event description:
It was reported that the ilet system displayed prompts to connect the cgm or enter a blood glucose value, with pairing failure and a dosing-stop warning, after which the user re-scanned the freestyle libre 3+ sensor and successfully re-paired and subsequent glucose readings trended down to within range. Symptoms included hyperglycemia and a blood glucose peak of 660mg/dl with associated symptoms of hot flashes or flushing. Outcomes included no lasting health consequences or impact. User support included communication with the user, analysis of information provided by the user, and assessment of an intermittent communication failure. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure between components, with device components implicated in the electrical and magnetic pathway and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.